Event description:
It was reported that the patient experienced difficulty inserting an infusion set, including inability to lock and cock the inset applicator due to dexterity and strength limitations, which led to an improperly deployed infusion set and the need to discard the cannula component; the patient elected to pause use and pursue alternative therapy until in-person assistance could be obtained. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect application of the cannula/infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.